Event description:
A patient presented at an unspecified time following surgery with an unspecified infection. It is assumed that antibiotics were prescribed to address the event. No further details were provided.

Manufacturer narrative:
Code: jv372; lot: um8hcpm0; mfg: 11/2005; exp: 12/31/2010. Jv372; uj8bjqm0; 08/2005; 12/31/2010. Jv372; ue8gjkm0; 05/2005; 06/30/2010. Jv372; ug8hbxm0; 06/2005; 06/30/2010. Jv323; ud8dxrm0; 04/2005; 06/30/2010. Jv323; ue8jppm0; unk; 06/30/2010. Conclusion: no conclusion can be drawn at this time.